Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer had a bent cannula and did not contact healthcare professional regarding event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis, on (B)(6) 2018 with blood glucose level 925 mg/dl at the time of incident and the current blood glucose level was 200 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and intravenous drip for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as shaking. Customer did not allege insulin pump was under delivering. Customer reports they had contacted with their health care professional regarding the high blood glucose. The customer also stated that the insulin pump had damage the reservoir compartment o ring broke off and customer had to glue it back on. The device will not be returned for analysis.